Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained. Updated fields: d4, d8, h4. Corrected fields: e1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after ligation of the pedunculated polyp during a therapeutic preventive hemostasis before polypectomy procedure, the operating wire had broken near the handle and that the slider could not be operated. The scope was removed while the loop was still attached to the control wire. The scope was reinserted from the side of the operating wire, and the lower part of the ligated polyp was resected. The loop and operating wire were collected together with the polyp, and the procedure was completed. The procedure was delayed less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.